Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two and a half months post implant, the patient experienced weakness and dizziness. It was also reported that the right ventricular (rv) lead exhibited unstable thresholds, intermittent capture and was discovered to have dislodged. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.